Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient order list had no user option enabled. A technical support specialist (tss) found in mql that the facility was not synchronizing, with 151 pending messages in medbank myqlink (mql) view monitor. The tss restarted the active server pages synchronization (aspsync) service in the operating system to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medflex 1000 had an issue where the user was unable to issue the medication. This hindered users from accessing the medication and confirmed there was no delay or harm. There were no adverse events or injuries reported based on this event.